Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. The customer's blood glucose level was 447 mg/dl. Reportedly, the customer delivered a bolus while disconnected removing the air bubbles, and insulin delivery was resumed.